Event description:
A svc tech from a distributor reported that an intraoral x-ray, serial number, (B)(4) separated from its wall mount. No injuries were reported.

Manufacturer narrative:
An investigation conducted by the svc tech on site confirmed the device separated from its wall mount due to an installation error. The intraoral x-ray was mounted on metal studs; however, the initial installer did not use a metal stud mount due to the size constraints of the office. In addition, the metal studs were twisted and warped.